Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular assist device (rvad) was experiencing increased pump flows. The patient was hospitalized and had increased hemolytic parameters with a suspected intra-pump thrombosis. Lysis therapy was started and pump parameters returned to the upper limit of normal values. On the second day of hospitalization, a renewed rise in pump and hemolytic parameters were observed. A second lysis therapy was started and pump parameters completely normalized. The patient was discharged from the hospital. The rvad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption on (B)(6) 2018. Of note, it was reported that the patient received lysis therapy, after which power consumption returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.